Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when the scope was connected, the image became static and then went black during inspection for use involving an olympus video system center. There was no patient involvement reported.